Manufacturer narrative:
Smiths medical received one medfusion® 3500 syringe pump for analysis in poor condition. Visual examination revealed that the right plunger case was cracked, bottom case was damaged, leadscrew was loose, carriage nuts were loose and the plunger head had contamination. A check clutch / plunger lever error in event history log. Occlusion tests were performed and complaint was able to be duplicated. Based on the evidence, no fault was found but that the pump has had normal wear as is over five years old. The pump was repaired with preventative maintenance performed; passing functional tests.

Event description:
Information was received indicating that the clutch error alarm occurred to a smiths medical medfusion® 3500 syringe pump. There were no reported adverse effects.